Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d4; g2; g3; g6; h1; h2; h3; h4; h6; d4: there are multiple lot numbers associated with the device in question 558670, 402320, or 615960 h4: there are multiple manufacture dates associated with the device in question 6/1/2014, 5/1/2013, or 9/1/2014 visual examination of the returned product identified signs of use. The hex feature of the screw shows damage. The distal end of the connecting screw has fractured off and remains in the nail. The connecting screw has a possible field age of 9+ years. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that while inserting the tibial nail, the tip of the driver connecting screw was fractured off within the nail. Another nail was used to complete the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2: chile. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.